Event description:
During device preparation, pressure errors were received on the pump. Troubleshooting efforts were attempted but the issue remained. As a result, the procedure was cancelled.

Manufacturer narrative:
The results of the investigation concluded that the reported pressure error could not be confirmed or replicated during the evaluation. The pump completed functional testing with no issue observed from the pump. However, intermittent pressure alarms can result from bent pins in the modular coupler. The device met specifications prior to release from abbott manufacturing facilities as supported by the device history record.